Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing asymptomatic low flow alarms. The clinic request that the patient's system controllers given a low fow software adjustment, lowering the low-speed limit to 2.0 lpm, in order to lessen the alarm burden on the patient and also improve their quality of life. The patient's low flows were thought to be from either dehydration or a decrease in right ventricle (rv) function, which was closely being monitored. The rv dysfunction did not exist prior to the patient's left-ventricular assist device (lvad) implant, although the lvad was not considered to have caused and/or contributed to it. The patient was at home, with a close follow up. The patient's controllers were adjusted, which resolved the low flows.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the onsite evaluation by an abbott representative. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account communicated that the patient¿s low flow alarms were thought to be due to a decrease in right ventricular function or dehydration. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular failure or dehydration could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Following software updates, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Section 6 of the IFU, "patient care and management", lists hypovolemia as a potential late postimplant complication. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.